Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that although the device turned on, the display was blank. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service, but there was no reported patient impact. The biomedical engineer (bme) called technical support to report that although the device turned on, the display was blank. The remote service engineer (rse) informed the bme that there may be a possible issue with the user interface (ui) printed circuit board assembly (pcba) or second-generation nec display and advised the bme to reference the service manual for replacing the ui pcba and second-generation nec display. The rse also provided the bme of the replacement part numbers and prices for repair.

Manufacturer narrative:
H10: there was no patient involvement at the time the issue was discovered as the issue occurred during pre-checks. Per good faith effort (gfe) response received 06mar2024, the biomedical engineer (bme) confirmed the reported issue as nothing was shown on the screen, and the touchscreen was not working. The bme ultimately ordered the second-generation user interface (ui) printed circuit board assembly (pcba) for repair, and after performing the ui pcba replacement, the bme verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.